Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a broken pin on their controller at the end of the power leads. The controller was not alarming but there was concern due to the pin being completely broken and future connection issues. The patient underwent a controller exchange on (B)(6) 2020, and the damage to the pin was attributed to patient action.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: the reported event of a broken pin within the system controller¿s power lead was not confirmed. The system controller (serial number(B)(6)) was not returned for analysis, and no additional files were associated with the event. Per additional information, the controller was not returned due to the reported damage being caused by the patient; therefore, the root cause of the reported damage appeared to have been user error. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2018. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cord pins, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.